Event description:
It was reported that the user experienced sustained hyperglycemia for several hours while using the ilet and wished to return the device due to concerns about cartridge capacity and the inability to deliver a manual bolus, despite no food intake and no supply changes noted prior to the event. Symptoms included hyperglycemia. Outcomes included no hospitalization and no alerts or alarms reported. Investigation included review of available use history and user-reported information, along with troubleshooting and education. Investigation of this case revealed no identifiable device malfunction or usage error from the available information, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.